Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Data logs were returned for analysis. Data log analysis confirmed suction alarms occurring. A purge pressure spike was noted around the time of the second suction event, with abrupt drop in purge flows. No motor current spikes were seen outside of p-level changes. Impella position in ventricle alarms were seen towards the end of the case. A single purge pressure high alarm was seen which resolved within a minute. Placement signal low alarms were seen towards the end of the case. No placement signal spikes or trends were seen outside of p-level changes. Mean flows were variable and slightly lower than the normal range for a specific p-level, especially after the second suction event. No other abnormalities were seen. Pump suction: the root cause of the pump suction was most likely patient condition based on the provided clinical details and data log analysis. Hypotension: the cause of the hypotension was not determined due to insufficient clinical details. Ventricular fibrillation: the root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The user facility reported that an impella cp was successfully inserted via the left femoral artery and the pump was connected. The cannula was across the aortic valve, however when the physician attempted to advance the repositioning sheath up the catheter length, the sheath did not move. The pump was aborted and a secondary impella cp was implanted for patient support. The patient was on support with the second impella cp for a total of 142.77 hours and the decision was made to escalate to an impella 5.5. The patient was taken to the operating room for upgrade to an impella 5.5. Upon induction, the patient became acutely hypotensive, suction on the impella cp, right ventricle was dilated and dysfunctional on transesophageal echocardiogram, ventricular fibrillation arrest, cardiopulmonary resuscitation was performed. Multiple shocks both internal and external were given. Veno-arterial extracorporeal membrane oxygenation was placed emergently. The impella cp was successfully weaned and explanted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.